Event description:
Went to connect my patient to IV tubing primed with ns (normal saline). However, when I grabbed the tube the bottom part was broken off from the line. The line broke at the last port. The patient was not connected nor effected by this. Manufacturer response for IV tubing, (brand not provided) (per site reporter): none.